Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A4: weight estimated medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years and 1 month following the implant of this transcatheter bioprosthetic valve the patient died. No further information was provided.

Manufacturer narrative:
This report is a supplemental report to regulatory report #: 2025587-2023-03968. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years and 1 month following the implant of this transcatheter bioprosthetic valve the patient died. No further information was provided. Additional information was received which indicated that the patient was admitted through the emergency department (ed) for shortness of breath. An elevated natriuretic peptide (nt-probnp), pulmonary edema, and hypoxic respiratory failure were identified. Bilevel positive airway pressure (bipap) was required. The patient was admitted to the intensive care unit (ICU) thirteen days later for worsening diastolic congestive heart failure (chf). The coronary artery diseases and percutaneous coronary intervention (pci) was part and parcel to the diastolic heart failure. The specific cause of death was not identified. As reported, the patient continued to require high flow oxygen by vapotherm, aggressive diuresis, antibiotics, and steroids as well as steroids and bactrim for suspected pneumocystis jiroveci pneumonia (pjp). Despite this treatment the respiratory status continued to worsen. A chest x--ray showed worsening bilateral airspace disease. The family was made aware of the patient's prognosis and dnr (do not resuscitate) status was established. The physician reported that the official cause of death was heart failure. The heart failure and death were not related to valve. Rather, the death was the result of the patient¿s underlying chronic heart failure was lead to chronic hypoxia.